Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that she was hospitalized for high blood glucose levels and an infection. The customer's blood glucose reading was 413 mg/dl when she was admitted. The customer stated that she had four no delivery alarms prior to the event. The customer declined to troubleshoot and asked to have the insulin pump replaced. Nothing further was reported.